Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that a patient with an implantable neurostimulator (ins) developed an infection at the ins pocket. The pocket was revised due to the infection and the rep reported that the revision was successful. Patient status is not known at the time of this report and no device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.